Manufacturer narrative:
This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. Patient condition (lack of abductors) may have contributed to device failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral stem catalog#: ni lot#: ni, unknown acetabular cup catalog#: ni lot#: ni, unknown femoral head catalog#: ni lot#: ni. Report source - foreign: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet, as it remains implanted. It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation on an unknown date. Attempts have been made and no further information is available at this time.